Event description:
Customer, facility nurse, states on (B)(6) 2013 routine replacement of tube was performed. On (B)(6) 2013 the nurse confirmed no change in ventilatory volume till 1:00 pm and the ventilator weaning at 3:00 pm. At 6:00pm, put on the ventilator again however, a nurse confirmed the air in the cuff was not enough and measured the cuff pressure and found it decreasing as ventilation was performed. The customer reported the tube was replaced with another tube. Caller confirmed no patient harm and pre-test was done.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received. If the sample is received a summary of the sample analysis will be provided in a supplemental report.